Event description:
It was reported that after a percutaneous coronary intervention of the right coronary artery, arteriotomy closure of a mildly calcified right femoral artery was attempted using a perclose proglide device. There was no difficulty with initial cannulation of the vessel. Reportedly, after inserting a 0.035 non-abbott guide wire into a 6-french sheath the proglide device was inserted into the vessel over the guide wire. The guide wire was removed and the lever was lifted to deploy the proglide device foot. The needle plunger was pushed/pressed down, but the needle plunger stopped during needle manipulation (deployment); therefore, the needle plunger was pressed down further against resistance, with force. The needle plunger was pulled out of the body of the device, but no suture was present on the needles. The lever was returned to the original position and the foot was parked/retracted. Manual arterial compression was applied to achieve hemostasis. Upon examination of the device after the procedure, it appeared the posterior portion of the foot had broken off and was missing. Although under angiography, no object was identified as a part of the broken foot in the lower extremity, the site may not have realized that the foot material is not radiopaque. Although resistance was met during needle deployment, no other resistance was encountered during device deployment. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty deploying the needle plunger and the posterior foot break were confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. Reportedly, the right femoral artery was mildly calcified. The instructions for use state under special patient populations that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site. Against resistance - the perclose proglide instructions for use (IFU) state under the precautions section not to advance the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and vessel repair.